Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient was implanted with a lead at l1 and l2 both of which were from the same lot. It was reported the patient experienced a lack of effective therapy. X-rays confirmed the l1 lead had migrated. Surgical intervention was undertaken and the lead was explanted and replaced.